Event description:
It was reported to vyaire medical that the avea ventilator volumes are low even after doing all calibrations. As of this time, there is no information of patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Hat this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.